Manufacturer narrative:
The gluc3 reagent lot number was 882312 with an expiration date of 31-aug-2026.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for glucose hk gen.3 (gluc3) on a cobas c 503 analytical unit. The initial result was 0.02 mmol/l. The repeat result was 1.03 mmol/l.

Manufacturer narrative:
Calibration and qc were acceptable. The alarm trace data provided shows an aspiration error during the reagent pipetter aspiration, and a clogging or aspiration error was detected during the sample pipetter aspiration. A general reagent issue can be excluded as calibration and qc were acceptable. The investigation determined the event was consistent with preanalytical handling issues. A product issue was not found.